Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2018 successfully. No additional information was available.

Manufacturer narrative:
Should have been unknown rather than (B)(6) 2018.

Event description:
New information states that the noise was noted prior to procedure - date unknown -. The patient was stable prior during and after the procedure.